Event description:
It was reported that during implant, the patient experienced phrenic nerve stimulation. The left ventricular lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.